Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. A.5 unknown.

Event description:
The user facility reported that while a patient was on impella 5.5 support awaiting heart transplant the aic was not streaming. Additionally, a nurse reported that they have had multiple battery temperature high alarms when the aic was unplugged from the wall. Attempted to replicate without success while on the phone. The aic was exchanged.

Manufacturer narrative:
Type of report was changed from product malfunction to serious injury.

Manufacturer narrative:
The investigation of aic automated impella controller (aic) - battery charging/other issues has been completed. Data analysis: console logs from the complaint date revealed there was only one ¿battery temperature high¿ alarm (#49, due to battery temperature over 60degc) which triggered when the console was unplugged from ac power that self-resolved in 10 seconds. There was no preceding battery temperature alarm #48, which occurs when battery temperature is between 50degc and 60degc, signifying the battery temperature was not actually high. Device analysis: the console¿s batteries and power management system were tested, and no issues were observed. Root cause: the battery level low alarm was due to a momentary communication glitch between the batteries and power battery manager (pbm), where a single sample from battery data (in this case value of battery temperature) was corrupt. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-30217.